Event description:
The guidewire broke at the end and dislodged into a coronary artery. Manufacturer response for wire, guide, catheter, comet¿ ii (per site reporter). Requested product be returned after reporting to medsun.